Event description:
During a remote follow-up, inappropriate high defibrillation therapy due to noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support reviewed electrocardiograms and confirmed rv lead noise lead to the inappropriate therapy. The physician alleged lead damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. Additionally, lead provocation testing was performed and the noise and oversensing was not reproducible. No further intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.